Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery. A rotawire and 1.75 mm rotapro were selected for use. During the procedure, inside the patient, the rotawire got separated at the distal part. An attempt was made to retrieve it by entangling with a wire, but it could not be retrieved. The wire was twisted when the dynaglide was turned while the tip of the wire was lost and trapped in the side branch. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
H.6. Device code: coding update. B.5. Describe event or problem: correction to b5. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found no damage or irregularity. The related rotawire was found to be missing the floppy tip end of the device which failed to return with the rotapro device as it remains in the patient. The rotapro burr was not in close proximity to the distal end of the wire indicating that the wire fracture was not likely the direct cause of the wire detachment. A microscopic inspection of the device found no damage or irregularity. The burr annulus was in good condition upon inspection after wire removal. No other issues were identified during the product analysis.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery. A rotawire and 1.75 mm rotapro were selected for use. During the procedure, inside the patient, the rotawire got separated at the distal part. The rotapro burr was not an alleged cause of the fractured rotawire, as the detachment was confirmed when entering the guide, not during rotation. An attempt was made to retrieve it by entangling with a wire, but it could not be retrieved. The wire was twisted when the dynaglide was turned while the tip of the wire was lost and trapped in the side branch. The procedure was completed using another of the same device. No patient complications were reported.